Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high shock impedance measurements that reached 110 ohms. Boston scientific technical services reviewed the available data and recommended further evaluation. Additionally, the patient was seen in-clinic and an x-ray was performed. The lead terminal pin was confirmed to be fully inserted into the device header and all measurements were checked repeatedly with no issue or noise observed on the electrograms. The patient will continue to be monitored for any further changes. Additional information was received that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. The lead remains in service and no adverse patient effects have been reported.